Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information provided patient date of birth, weight and vad implant date. B2, b4 and d11 updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: conclusion: two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of second battery manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of first battery revealed that the battery passed visual inspection and functional testing. Failure analysis of second battery revealed that the battery passed visual inspection. Functional testing revealed that the capacity of the battery was lower than expected. It was noted that the battery had a cycle count of 347 and that there was a time difference of more than 1315 days between the manufacturing date and the reported event date. This indicates that the battery was most likely not in use for an extended period. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving second battery. As a result, the reported events were confirmed. There is no evidence that the lubrication servicing had been performed on the batteries. The most likely root cause of the reported power consumption issue event can be attributed to an expected degradation of capacity as a result of non-usage over time. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and battery. CAPA pr00389403 investigated momentary disconnections. Additional products: d4: (B)(6), d10: yes, return date: 20-oct-2020, h3: yes dev rtn to MFR? Yes, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: FDA method code(s): 10. 4112, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 4307. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the patient demographics and implant date of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 28-feb-2018 ; serial#: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun h4: mfg date: 28-feb-2017 labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both batteries exhibited power switching. It was also noted one of the batteries exhibited a power consumption issue, and the patient reported that the battery capacity was very low. The batteries were exchanged. No patient complications have been reported as a result of this event.